Event description:
It was reported that during regular inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection performed by a getinge representative., the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 the getinge representative that encountered the issue replaced the drive manifold. Various tests and regular inspections were conducted after replacement, and the equipment was found to be in good condition. The getinge representative completed all safety, functionality, and calibration checks and all tests passed to factory specifications.